Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the lamp a error has been confirmed, there is nothing wrong with the device, and lamp a has exceeded its expected life or accidental failure. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the olympus sales representative about the malfunction of the device. Tac told the rep to inform the customer to replace part number 58102 lamp. The lamp can be purchased from the customer care team. Tac advised that both lamps should operate properly prior to procedure as directed by the instructions for use (IFU). Tac stated that per the IFU, the lamp has a life of forty hours of continuous use. The product will not be returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported on behalf of the customer that a lamp a error occurred on the video system. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.